Manufacturer narrative:
The investigation determined that higher than expected vitros tsh quality control results were obtained while using a vitros eci immunodiagnostic system. The customer performed a patient correlation study using vitros tsh reagent lot 2940 and acceptable results were obtained. No additional troubleshooting was performed. The investigation was unable to determine a definitive root cause. However, an instrument related event or the vitros tsh reagent could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer observed higher than expected vitros tsh quality control results while using a vitros eci immunodiagnostic system. A value of 0.717 miu/l was obtained from the biorad level 1 control fluid versus the expected value of 0.540 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).